Event description:
As reported by the user facility: "during code, no b braun pumps were alarming with "downstream occlusion" even though vasoactive gtts were not getting to patient due to the backflow of the lipids. Lipid b braun pump never alarmed that pressure was building to cue backflow into gtt line."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.